Manufacturer narrative:
Name: medtronic minimed. Country: canada. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. E1: event city: (B)(6). Event country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event on (B)(6) 2026 where infusion set was leaking at the site.